Manufacturer narrative:
(B) (4) zipper will not stay closed. Eval of the returned product shows that window side a zipper slider body open. Panel side b drainage port start/end has 1 inch tear. Panel side a top ridge broken elastic. Panel side a has a 1/4 inch tear at the start and end on the drainage port zipper. Two 2 inch holes in the literature bag. (B) (4).

Event description:
The customer reported that the large window a zipper will not stay closed. There was no pt injury reported.